Event description:
Citation: dr. Mr r reynolds. Hemorrhagic complications after prasugrel(effient) therapy for vascular neuro-interventional procedures. Published in j neurointervent surg on may 3, 2012. Medtronic (covidien) received information through literature review and the following event was captured as a result of the review: hemorrhage was observed in one patient treated with onyx aneurysm embolization. Patient was given aspirin and clopidogrel. Information received from the same article as MFR# 2029214-2015-00340.

Manufacturer narrative:
(B)(4). This report was created to capture complications related to the onyx. The onyx was not returned for evaluation as it was consumed in the event. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there did not appear to have been any defect of the onyx during use; therefore its cause was unknown. (B)(4).